Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display and keypad anomaly due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a display anomaly and stuck button alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was vibrating and beeping, screen was flashing and display is solid white. Customer also reported that the insulin pump had a stuck button alarm. No significant event leading to display anomaly was observed. Customer also reported a change sensor alert with several sensors. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.